Manufacturer narrative:
Preliminary analysis revealed that the reported observation on the pacing rate curve was probably due to a display error.

Event description:
Reportedly, the patient had a cardiac arrest on (B)(6) 2021 and is still intubated with the ICD implanted as of today. The different checks of the ICD did not reveal any issue with the device; however, it was observed that the pacing rate curve decreased without reason identified.

Manufacturer narrative:
D6a (implant date): corrected. D6b (explant date): the device was explanted however, the explant date was not provided. Please refer to the attached analysis report.

Event description:
Reportedly, the patient had a cardiac arrest on (B)(6) 2021 and is still intubated with the ICD implanted as of today. The different checks of the ICD did not reveal any issue with the device; however, it was observed that the pacing rate curve decreased without reason identified.

Event description:
Reportedly, the patient had a cardiac arrest on (B)(6) 2021 and is still intubated with the ICD implanted as of today. The different checks of the ICD did not reveal any issue with the device; however, it was observed that the pacing rate curve decreased without reason identified.